Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported receiving two ¿brief sensor issue¿ alerts while using the dexcom g7 with the ilet device. A fingerstick bg (blood glucose) was 331 mg/dl, the highest recorded bg during event, while the ilet and dexcom app displayed 220 mg/dl. The user replaced the sensor. The device provided a high bg alert. No symptoms were reported, and no medical intervention was required.